Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead possibly dissected the patient's coronary sinus (cs). The lead was cut, capped, and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).